Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male noted as high risk percutaneous cardiac insertion had difficulties with the impella cp passing through the torturous femoral artery due to a kink in the introducer sheath. The pump was placed in normal fashion and started on auto with normal flows. The long 14fr introducer sheath was removed and replaced with the repositioning (shorter) sheath and the pump was implanted successfully. Angle matching with forward sutures were placed.

Manufacturer narrative:
The investigation for the reported difficulty inserting/removing introducer issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.